Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the collimator and performed calibration and beam alignment. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the collimator on the 9900 system would not function properly. No patient injury was reported.